Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Part 02.226.000, lot 81p2391: manufacturing site: (B)(4). Release to warehouse date: january 06, 2021. A manufacturing record evaluation was performed for the finished device 02.226.000 lot number 81p2391, and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported during a knee reconstruction surgery, a guide wire 1.6 with threaded tip broke. The piece remained inside the proximal tibia of the patient's right knee. The procedure was successfully completed with no surgical delay and no medical intervention. The patient status was reported as okay. This report is for a guide wire. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D7: it is unknown if this single-use device was reprocessed and reused. H5.